Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to report any recurring malfunctions.